Event description:
Pdc received a call on (B)(4) 2011 reporting medical intervention that occurred on (B)(6) 2011 at 8:00 pm. It was reported that the pt had dinner and then tested on his prodigy meter, receiving a reading of 397 mg/dl. Pt stated feeling dizzy and weak, and going in and out of consciousness, so medics were called and arrived in 10 minutes. Their meter read 90 mg/dl. Treatment was not provided but medics advised the pt to stop using alcohol when testing. Pdc sent replacement with prepaid envelope and requested return of suspect product (s).

Manufacturer narrative:
Suspect product (s) not returned.